Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a device had an alert for an out of range high voltage lead impedance. The lead trend was clear. No measurements out of range for the lifetime range as well. Caller sent in the session record. The oor measurement was on the day of implant. Alert was still present because the notifier had not been re-enabled. The notifier was enabled and the alert was gone.